Event description:
It was reported that the magic 3 catheters had a watery lubricant coating and it was difficult to burst open water sachets that seemed to be small and or misshaped and had a thin packaging which caused a tear before getting the package to open. Also stated that the catheter was squeezed into the box making the insertion or removal painful though pending catheters were in position. And the catheter had thickened lubricant that globed up before falling off the catheter yet being dry while removing. Also the customer stated that one batch of the catheter was dry and while removing the catheter the lubricant fell off and felt like it scratched inside the patients urethra. The customer went to the physician diagnosed with prostatitis and the patient was on antibiotics for the last couple of months after the event. Also the customer noted that some batches from the same lot were very different and had some issue relating to a mixture of package defect. Several catheters were used for the mentioned lots and the customer stopped using due to pain by the bent catheters and small misshaped water packets. Per follow up via phone on 09jul2021 the customer stated that the issues were going on for a month and unsure of which lot was affected. And the lubricant was too watery and caused irritation when trying to insert. Some catheters were able to insert but most were not. The customer had suffered prostatitis and on doxycycline antibiotics from may until just recently july. Also stated that each box had been unusable by the customer and the replacements which were sent by 180 medical had issues as well and just received replacements that were working a lot better. Per follow up via phone on 20aug2021 it was reported that the lubricant was missing in the intermittent catheter and had caused urinary tract irritation. The couple of catheters had a thick lubricant and it was easy to insert and slippery upon removal but the customer was satisfied. And the customer experienced a burning sensation due to lack of lubrication. Also the customer experienced some more irritation than others and experienced prostatitis and then bad urethral infection. The lubrication was inconsistent particularly with lot (jufp2681). Also the customer stated that the products were better when they were made in the united states. Per additional information received via mail on 26aug2021 the customer was affected by magic 3 catheters which caused the urethral tissue trauma and felt these issues from a quality compliance problem within the manufacturing and as they continued it resulted in increased pain and possibly sepsis from their use of a defective product. No medical intervention was reported. Per follow up on 02sep2021 the customer had issues with a total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was no uniformity in the shape of the catheters. They had issues recently with (lots jufp2681 and jufn1619). The customer was not sure which lot caused the sepsis and they were treated with antibiotics. Per follow up via phone on 01nov2021 the customer stated that last week they had an issue with another lot which caused them to have bleeding with use. The patient felt like it scratched the urethra and added that the lubrication was very minimal. The customer stated that it cut their urethra in which experienced blood and blood clots after using the lot. The customer used some old antibiotics which were previously prescribed by their doctor but did not seek medical attention that time. Per additional information via email on 01dec2021 it was reported that the customer received the last batch of intermittent catheters were also bad and did not have lubrication. The patient had pain with insertion bleeding and tissue trauma. The intermittent catheter had problem and injuries from the catheter were getting worse and customer checked the lubrication on other catheter and was not that hard. The catheters were awful and they decided to stop using them.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to viscometer failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." Correction: e, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that magic 3 catheter had watery lubricant coating and it was difficult to burst open water sachets that seemed to be small and/or misshaped and had thin packaging that caused tear before getting the package to open. Also stated that catheter was squeezed into box making the insertion or removal painful though pending catheters were in position. And the catheter had thickened lubricant that globed up before falling off the catheter yet being dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the catheter the lubricant fell off and felt like it scratched the inside of patient's urethra. Customer went to physician and was diagnosed with prostatitis and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot was very different and had some issue relating to a mixture of package defect. Several catheters were used from the mentioned lots and customer stopped using due to pain by bent catheters and small misshaped water packets. Per follow up via phone on 09jul2021, customer stated that the issues were going on for a month and unsure of which lot was affected. And the lubricant was too watery and caused irritation when trying to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics from may until just recently july. Also stated that each box had been unusable by the customer and the replacements which were sent by 180 medical had issues as well and just received replacements that were working a lot better. Per follow up via phone on 20aug2021, it was reported that lubricant was missing in intermittent catheter and had caused urinary tract irritation. Couple of catheters had thick lubricant and it was easy to insert and slippery upon removal, but the customer was satisfied. And customer experienced burning sensation due to lack of lubrication. Also, customer experienced some more irritation than others and got prostatitis and then bad urethral infection. The lubrication was inconsistent particularly with lot jufp2681. Also, customer stated that the products were better when they were made in the united states. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues stem from a quality compliance problem within manufacturing and, as they continued, it caused increased pain and possibly sepsis from their use of defective product. No medical intervention was reported. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was no uniformity in the shape of the catheters. They had problems recently with lots jufp2681 and jufn1619. Customer were not certain which lot caused sepsis and they were treated with antibiotics.